Manufacturer narrative:
The initial report indicated ¿the pump had not been filled since (B)(6) of last year and would have gone dry by (B)(6) 2019. The low reservoir alarm would have been (B)(6) 2019-2018¿ in error. The initial report should have instead indicated ¿the pump had not been filled since august of last year and would have gone dry by (B)(6) 2018. The low reservoir alarm would have been (B)(6) 2018¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The magnetic resonance imaging the patient was having performed was not due to a device or therapy issue. No further action/intervention was taken regarding the pump having went empty / not refilled since august of last year. The patient¿s weight at the time of the event was indicated as being not applicable.

Manufacturer narrative:
B1. Corrected: adverse event product problem. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated they were looking for a doctor to remove her pump because she had lost weight and the pump was moving around. The patient did not currently have a healthcare provider (hcp) and physician listings were sent to the patient. It was noted the pump had not been filled in years and the pump was dormant and she wanted to have it removed. The patient was not sure when it started to move. It was also reported the pump had not worked. The patient had gone through withdrawals when the pump was not filled because the doctor released her since she did not/could not travel three hours to get her pump filled. The patient thought that was back in (B)(6) 2018. It was also reported the patient was currently at the emergency room (ER) for potassium due to ¿vomiting and diarrhea¿ that was unrelated to the device or therapy. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for non-malignant pain. It was reported the patient¿s pump has not worked since 2017. The date (B)(6) 2017 is considered an approximate date of event (year known only). The hcp noted that the patient did not say why their prior pump was replaced on (B)(6) 2017. It was further reported that the regarding their pump implanted on (B)(6) 2017, the pump had not had any medication in it since 2017 because the implanting healthcare provider¿s pain clinic had closed down. It was noted that the patient did not have an hcp. The reporter wanted to know if the patient was eligible for magnetic resonance imaging (MRI). No patient symptom was reported. On (B)(6) 2019 a consumer reported that their pump was not working and was requesting an email be sent to the company representatives in there area as the MRI technician had gotten nowhere. The MRI facility required a manufacturer representative to be there to interrogate the pump after the MRI, even though the patient hasn¿t used the pump. The patient wanted someone to call them as they had been trying to contact a company representative for approximately a week. The MRI was scheduled to occur (B)(6) 2019. Additional information was received from a company representative on 2019-jun-18. It was noted that the pump had not been filled since (B)(6) of last year and would have gone dry by (B)(6) 2019. The low reservoir alarm would have been "2019"-(B)(6)-"2018". The company representative requested review of information regarding post-MRI pump interrogation for a pump that doesn¿t have any drug in it. It was being considered that a post-MRI check is in labeling and therefore recommended regardless. It was further reviewed it would be at the discretion of the MRI facility to continue with a scan without a post-MRI examination. The company representative planned to wait for the radiologist to call her to explain the situation. No further patient complications have been reported as a result of this event.